Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported even was unable to be confirmed due to limited information received by customer. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# unknown/ unknown magnum head / lot # unknown , item# unknown/ unknown cup/ lot # unknown, item# unknown/ unknown taperloc stem / lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00898. 0001825034 -2020 -00902. 0001825034 -2020 -00905.

Event description:
It was reported patient underwent left hip revision surgery 12 years post implantation due to metallosis, pseudotumor measuring 7 x 5 x 4 cm filled with dark stained joint fluid, granulomanus debris within the hip joint, bone loss, burning pain, tenderness, and corrosion. It is further reported the patient has a metal allergy including cobalt. Attempts have been made and additional information on the reported event is unavailable at this time.